Event description:
A dead bug was found on the lap sponges, after back table was open, including all instruments and implants. The whole back table was torn down and instruments and implants were sent down to be re-sterilized, which caused a delay in surgery. Manufacturer response for lap sponges 18 in. X 18in., (brand not provided) (per site reporter). Very sorry about the bug. That can be a shocking experience. I'll get the quality complaint filed sponges and follow up